Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the sense b noise and low r-wave amplitudes noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the smartpass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be deactivated due to low r-wave amplitudes. Device data was sent to technical services (ts) for review. This device was also noted to have recorded multiple untreated episodes due to sense b noise. Ts then provided troubleshooting steps and recommended reprogramming to the secondary vector to mitigate further stored episodes. This device remains in service. No adverse patient effects were reported.